Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported she is no longer receiving stimulation due to experiencing auto-reduction. Lead diagnostics showed invalid impedance values for the scs lead. An sjm rep was unable to resolve the issue with reprogramming. Subsequently, the pt was advised to consult with the physician regarding the issue. Follow-up identified an sjm rep was able to resolve the loss of stimulation issue with an additional reprogramming.